Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) speaker. The ventilator passed self-testing.

Event description:
The customer reported that a ventilator failed to alarm. The ventilator was not on a patient at the time of the event.